Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was short. It was reported that after the stent graft was successfully implanted there appeared to be a type ia endoleak at the end of the procedure. The physician is going to do a CT in 30 days to see if the endoleak is still present. Per the physician the cause of the event was due to the short aortic neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.